Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient is implanted with two model 3383 extensions (same lot number). It was reported the patient has suffered several falls recently and the patient is unable to increase stimulation. Images taken showed no anomalies. Diagnostic testing revealed invalid impedance measurements.the patient underwent surgical intervention where the extensions were explanted and replaced with longer extensions. The patient's stimulation was restored and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.